Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile shows multiple successfully performed treatments. The user performed an energy check before this patient. The energy was stable during the whole day. During preparation of corresponding treatment a warning message occurred. It is not possible to see whether user corrected patient bed position or not in logfile. The corresponding treatment was performed with three interruptions. No technical problem can be identified during logfile review. Logfile review shows no malfunction of the device. No technical root cause could be determined as the system was operating within specification. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with an over correction post refractive surgery. The surgeon will wait three to four weeks to get proper post-operative data before deciding on additional treatment. Additional information has been requested. There are multiple related reports for this event. This report addresses patient rr's left eye, and additional manufacturer reports will be filed for the other patients.